Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, a clip with gap and one conforming clip were fed. However, it could not be determined what may have caused the malformed clip. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired three or four times, but the clips could not be formed properly. Although the cystic duct was damaged a little, the site was recovered with another device and the case was completed. An unexpected noise was not heard. Also, the doctor did not feel any unexpected resistance. There were no adverse consequences for the patient.